Event description:
Pt came to the clinic to have his nova max meter checked because when he checks his sugar, the meter registers e-4 for several months, but haven't had time to come to the clinic. When checking clinic meter and pt's test strips using control solution, it registered e-4, repeated test again and registered same e-4. According to the nova max manual, e-4 means blood sample error, new rx for defective test strips given to pt and instructed to return to clinic with new test strips. Pt came back to the clinic with new test strips. Test strips/meter checked and both working properly. Safe storage of meter/test strips reviewed with pt with handout provider, pt verbalized understanding.